Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. The silicone coating was found totally missing from the flexible shaft (silicone covered spring). According to information received, it was removed manually by the customer. This design version is not intended to be used without silicone cover. As mentioned in the IFU, the design of the instrument should not be modified in any way. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is linked to improper handling, which is regarded as user related. No non-conformity was identified.

Event description:
It was reported by the customer that the rubber protective sleeve from the flexible shaft of their screwdriver was removed during cleaning. It was noticed that particles came out of the spring, when flexed. Due to these particles being in the instrument, they are no longer satisfied with the cleanliness of the instrument and have stopped using this product and requested a new one be sent to the hospital.

Event description:
It was reported by the customer that the rubber protective sleeve from the flexible shaft of their screwdriver was removed during cleaning. It was noticed that particles came out of the spring, when flexed. Due to these particles being in the instrument, they are no longer satisfied with the cleanliness of the instrument and have stopped using this product and requested a new one be sent to the hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.